Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a routine device check, noise was observed. No action other than to monitor the patient remotely was taken. The lead remains implanted and active. The patient remained stable.